Manufacturer narrative:
The patient¿s medications pre and post procedure included the following: aspirin, plavix, toprol xl and zestril. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2010-00058 and 3003742446-2010-00059. This consumer reported that approximately five years after having two cypher stents implanted, he had another myocardial infarction as a result of ¿plugged arteries¿. Medical history included two prior mi¿s, hypertension, hypercholesterolemia and pacemaker implantations. Multiple attempts to obtain additional clarifying information were unsuccessful. It could not be determined if new lesions had developed or if the previously stented site(s) had restenosed. Treatment included the implantation of three additional cypher stents and another pacemaker. At last report, the events had resolved. Neither stent could be returned for analysis; they remained implanted. A review of the manufacturing records could not be done without a lot number. Restenosis and myocardial infarction are both potential adverse events associated with coronary artery stenting. With such limited clinical information, it is not possible to determine if a relationship exists between the cypher stents and the patient¿s ¿plugged arteries¿ / mi, nor can it be determined what factors may have contributed to the events.

Event description:
Approximately five years post index procedure, the patient experienced a myocardial infarction as a result of ¿plugged arteries¿. The patient had three unknown cypher stents and a new pacemaker implanted. He was hospitalized for an unknown period of time and the events resolved. The patient was admitted for a procedure on (B) (6) 2004 with lesions in unknown vessels. The patient had ¿artery blockage¿ and had two 2.5 x 23mm cypher stents implanted.